Manufacturer narrative:
Examination of the submitted device confirmed the reported event. The root cause of the broken hp strl threaded pin headed is unknown; however, the reported threaded headed pin becoming stuck in the chamfer block and attempts to remove it could have placed stresses on the pin resulting in fracture. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Threaded headed pin became stuck in the chamfer block. When the surgeon tried to removed the threaded headed pin, the top of the pin broke off in the pin driver. The remainder of the pin stayed stuck in the chamfer block.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.